Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our service center in the (B)(4) where it was inspected by a trained f&p service technician. Our investigation is based on the information provided by the regional f&p service center. Results: inspection of the returned device at the f&p service centre revealed that the enclosure of the device was damaged. Upon internal inspection, it was discovered that the middle port of the manifold was broken and had resulted in a detached tube. A lot check revealed no other complaints for the lot number provided. Conclusion: the nature of the damage to the complaint device indicates that the device may have been subjected to impact damage. The neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. All neopuffs are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The subject neopuff was repaired at our us service center and returned to the customer after passing the performance checks specified in the neopuff technical manual.

Event description:
A hospital in (B)(6) reported that the rd900 neopuff infant resuscitator was not operating correctly. Upon assessment, it was discovered that the middle port of the manifold was broken and had resulted in a detached tube. There was no patient involvement.